Manufacturer narrative:
The technician isolated the issue to a damaged valve and no output from the power control module (pcm). He replaced the valve and the pcm to repair the bed.

Event description:
Information received indicates the head of the bed cannot be raised.